Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced urethral and vulval pain 2 years after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: (B)(6) 2018. Description of the event: on (B)(6) 2018 (2 years after altis procedure), patient reported to investigator urethral and vulva pain (spontaneous intermittent pain, intensity=4) that appeared 15 days before. Cytobacteriological examination : negative treatment: fosfomycin 3g. Status of the event: patient had still pain on (B)(6) 2018 (device still implanted). The investigator doesn't know if the event is related to the procedure or related to device.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4857274. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.